Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.

Event description:
Patient reported right side exchange from textured to smooth implants due to the patient's concern with the product. Additionally, healthcare professional reports right side rupture. Device has been explanted and discarded.